Event description:
It was reported that the right ventricular (rv) lead was implanted and checked prior to leaving the procedure room and found to be normal. Then less than 15 minutes later, the rv lead had no capture and had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.